Manufacturer narrative:
Correction: the site has not elected for the cpu processor to be replaced. Therefore, the cpu has not been received by the manufacturer for analysis.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was discovered that the paxscan cp2 processor was malfunctioning and required replacement. The part was replaced and the issue was resolved. The replaced part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system could not acquire 2d images and a short 'beep' could be heard. There was no patient present when this issue was identified. No additional details were provided.